Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that a por screen was seen. The patient's therapy stopped due to a por. The patient stated that for some reason it didn't seem like their therapy was working and noticed that the por showed up on the recharger. The patient stated that they visited the hospital about 2.5 weeks ago and they didn¿t have anything done, but they noticed the por after being at the hospital. The patient was able to clear the por. The patient's therapy was returned and resolved. The patient stated that the issue started 2.5 weeks ago. No further complications were reported.